Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual examination found the needle to be bent and severe damaged to the nose cone. It could not be determined if all material was present due to the distortion and melting of the nose cone. The acoustical signal and power output were verified with no signs of resonator failure. Full functional testing was not conducted as the microtip would not function properly due to the damage. The microtip appears to have been side loaded by the user during operation. The friction from the pressure of the side loading resulted in heat build-up and subsequent damage to the outer sheath and needle. The lack of resonator failure confirms improper technique of the device by the user. A third microtip was used on the patient and the procedure was completed without further issues. Cross-reference MFR report# 3009750704-2015-00596 for the first microtip used in the procedure. This report is for the second microtip. The complaint was received with the statement that there was no harm or complication to the patient caused by the microtip. This was confirmed a second time on (B)(4) 2015, prior to the filing of this report.

Event description:
The complaint was reported as follows: the doctor noticed about 2 minutes in that the plastic sheath appeared to be melted at the tip. He requested a new microtip from his staff and successfully completed the procedure. There was no injury or complication to the patient.